Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2012. To date the incident generator has not been rec'd for eval. If the unit is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer stated that the rem function of the generator does not stop the unit from being used on startup even when the rem pad is not properly attached to the pt. There was no pt injury, but the site is concerned about the potential for injury or fire to occur.